Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet was successfully implanted. The patient also had cardioversion for unknown reason. Post procedure, the patient had transthoracic echocardiogram (tte) which showed no pericardial effusion, good result of the left atrial appendage (laa) closure. On (B)(6) 2023, the patient was found dead at home and autopsy by forensic medicine is required. The cause of death is unknown.

Manufacturer narrative:
An event of patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. In the absence of additional information from an autopsy it is unknown what was the cause of death. Although a late pericardial is a possible contributor, there is no evidence to indicate that the patient had a pericardial effusion. It is possible that the death was related to the implant procedure, and it is unknown if the death was related to the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.